Event description:
Received notice of complaint concerning above product from product complaint form filed by facility. Charge nurse reported a major blood leak on a first use dialyzer. Spoke with chief tech who reports they have had several events in which leaks have occurred from this dialyzer and states they are now tracking lot numbers. Reports that in this event, blood was visible in the dialysate outflow and that the treatment was stopped and the system was discarded. Reported blood loss was approx 200cc. The charge nurse is unavailable until 3/29. Will follow up with charge nurse to obtain clinical info. Called facility on 3/29, 3/30 and 4/13/99 to obtain info. Nurse involved no longer at the facility. Unable to get info.